Manufacturer narrative:
The anesthesia workstation was investigated by our company field service engineer at the hospital. The reported issue was reproduced when the customers' preset startup configuration was used. After changing the startup configuration from automatic gas control to manual gas control, the reported issue could no longer be reproduced. The anesthesia workstation was returned to service. Previous test performed in other reported complaints with similar failure mode concluded that the startup configuration chosen by the user is intermittently not retrieved by the system. This leads to a lower fio2 concentration in the fresh gas flow delivered to the patient. Alarms are generated to notify the user in such case.

Event description:
It was reported that during startup of a surgery, when the oxygen concentration was set to 100 %, the anesthesia workstation only provided an oxygen concentration level of approximately 40 %. There was no report of patient harm reported. (B)(4).